Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture break is confirmed as a needle to cuff miss/suture retrieval issue was observed. The reported event and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a coronary angioplasty. Reportedly, suture breaks occurred with the two proglide devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.